Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and completed by restarting the system. Philips field service engineer (fse) inspected the system onsite and found that the system failed to produce x-rays at the start of diagnostic procedures. Review of the system log file showed that there was a failure in the initialization of the ippc and the communication issue between the ippc and host pc on the control network. Upon troubleshooting, fse inspected both arch and table. To resolve this issue, fse cleaning of the equipment like cabinet, computer, hard drive and connections, then formatted the hard drive and reinstalled the ippc software performed calibration and after that replaced the bios battery. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to produce x-rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on investigation outcome.